Manufacturer narrative:
(B)(4).

Event description:
It was reported, that a dexcom app crash occurred. No data or product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. G6: report type ¿ updated/follow-up. H3: device evaluated by manufacturer - additional information. H6: adverse event problem - additional information.

Event description:
It was reported that a dexcom app crash occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.